Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Patient reports that for last several days, up and ok buttons have been difficult to press. The buttons are reported to feel flat and require multiple presses to respond. Patient does not clean the pump. Patient wears the pump exterior to garment.